Event description:
On (B)(6) 2024, ((B)(4)) it was reported to cas that on procedure ID # (B)(4), they experienced a perforate arcuate incision.

Manufacturer narrative:
A review of the surgical images confirms there was a perforated arcuate incision on procedure ID # (B)(4). It does not look like the laser fired any pulses below the cornea, and there are no issues with the cornea surface detection in the localized imaging. It appears the tissue splitting for this patient's cornea extended much further down than usual and caused a perforation. Intended minimal residual stroma of 106 um. No further clinical follow up or intervention required.